Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dose log error. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer reported dose log difference is greater than 1 unit. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Physical damage to cartridge holder was noted during visual inspection. No physical damage to inpen front and back shell was noted. Cartridge holder locks properly in place. Excessive debris was lodged between the knob and electronics housing noted during visual inspection. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 1.5u, 9u, 9.5u, 9u, 12.5u, 9u, 10.5u, 9u, 18.5u, 14u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Performed battery investigation and measured 3.023v. Performed deconstructive analysis and it was determined that electrical housing was detached from dose knob. Dose detent bond and flex connector solder joints were broken causing an intermittent electrical short. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Deconstructive electrical housing was detached from dose knob making it difficult to record accurate doses into mobile app. Customer concern was isolated to the mechanical assembly. Physical damage to cartridge holder was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.